Event description:
Per medwatch report# (B)(4); it was reported that during a craniotomy procedure, the router broke. It was also reported that router fragments were retrieved during the procedure. It was further reported that there was no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
Per medwatch report# (B)(4); it was reported that during a craniotomy procedure, the router broke. It was also reported that router fragments were retrieved during the procedure. It was further reported that there was no adverse consequences as a result of this event. No further information was provided.